Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not completely retract during use when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "after puncture, hcp pressed the button but the needle was not completely retracted with the needle tip left outside the catheter."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter did not completely retract during use when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "after puncture, hcp pressed the button but the needle was not completely retracted with the needle tip left outside the catheter."

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9304018 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was partially retracted leaving the needle tip exposed. The end of the safety barrel was found to be damaged and preventing complete retraction. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing error due to improper machine set-up during assembly. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all personnel involved in the set-up of this machine to raise awareness of this issue and prevent recurrence.